Event description:
It was reported that this lead implant was attempted to be placed on the left bundle branch (lbb). Despite these challenges, the implant was successfully completed. However, the patient became hypotensive, and an effusion was confirmed, requiring pericardiocentesis. Imaging was required to assure the location of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2321. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The "known inherent risk" investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade.

Event description:
It was reported that this lead implant was attempted to be placed on the left bundle branch (lbb). Despite the challenges of placement difficulty, helix issues, and high pacing threshold values, the implant was successfully completed. However, the patient became hypotensive, and an effusion was confirmed, requiring pericardiocentesis. Imaging was required to assure the location of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements<throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead implant was attempted to be placed on the left bundle branch (lbb). Despite these challenges, the implant was successfully completed. However, the patient became hypotensive, and an effusion was confirmed, requiring pericardiocentesis. Imaging was required to assure the location of the lead. No additional adverse patient effects were reported.